Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's stated that the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter stopped working was confirmed by the findings of a signal loss via log review. A root cause could not be determined.